Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine where it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2014 his blood glucose reached 458 mg/dl a half a day after the pod was activated. Upon removal he noticed the cannula was kinked. He was able to activate a new pod and gave a correctional bolus of insulin.